Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went into diabetic shock and was hospitalized. Customer's blood glucose level was 56 mg/dl. Reportedly, the cause for low bg levels and hospitalization was due to the pump settings being adjusted. Customer's health care professional was working on adjusting the pump settings. Customer was treated with glucagon and released 3 days later. Treatment received while hospitalized resolved the reported issue and there was no permanent damage to the customer.